Event description:
(B)(4). Same case as: 2134265-2012-01259. It was reported that during a percutaneous coronary intervention, chest pain occurred. Lesion 1 was located in the distal right coronary artery (rca). The lesion was 98% stenosed, 2.0mm in diameter and 10mm long. The lesion was treated with predilation and placement of a 2.25x16mm taxus liberte stent. Residual stenosis was 0%. Lesion 2 was located in the proximal left anterior descending (lad). The lesion was 90% stenosed, 3.0mm in diameter and 18mm long. The lesion was treated with predilation and placement of a 3.0x24mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. During the index procedure, after stenting of the lad with the study stent, post dilation of a 3.5x15mm quantum maverick balloon, the patient was noted to have reproducible chest pain. The patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).